Event description:
It was reported that there was a 'system failure - force sensor test' indicator, assessments and troubleshooting conducted. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device evaluation: the tamper seal was not broken. Cracked on right plunger case and broken keypad support lens. Force sensor test error was found at power up and the reading of force sensor was out of the required specs. The force sensor was out of calibration. Performed pm maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced on 09-nov-2022 per ro # (B)(4) and there was no indication of a service issue during the investigation.